Event description:
In 2009, a doctor reported to MFR that two pitt easy implant abutments fractured.

Manufacturer narrative:
The doctor reported that the patient is doing fine. The doctor will replace the fractured abutments with new abutments. The product was not returned to another country's MFR for evaluation. The doctor reported that the cause of the fractures was due to unfavorable occlusion. This is the final report.